Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.